Event description:
It was reported to philips that the system failed to boot due to a defective geometry power supply on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the geometry power supply and tested the system successfully. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).